Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿unit had no buzzer.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported an issue to covidien with their enteral feeding pump. There was no patient involvement. Upon triage on (B)(6) the service technician found that the unit had no audible alarm.